Event description:
Multiple tubing sets from the same lot did not deliver the IV medication even though the IV pump appeared to be working correctly. Every 5 to 10 minutes the pump would alarm "occlusion upstream" and the alarm would not stop.